Event description:
During the robotic cholecystectomy procedure, dr. [Name redacted] notified me, ([name redacted] , rn)that the low flow sensor on the anesthesia machine was giving and error message. I replaced the co2 sensor, and he reset the machine twice. The error message did not go away. I notified management and placed a biomed work order. Dr. [Name redacted] continued the case as normal as he did not want to interrupt the anesthesia machine while in use.